Event description:
It was reported that the patient wanted to know how to change programs. The patient was able to switch from program 2 to program 3 and back to program 2 while on the phone. The patient turned stim to 1.5v on program 2 and increased it from there. The patient mentioned that stim was strong when she had it on program 3. The patient noted a loss of therapeutic effect. A week and a half ago the patient noticed that she started leaking a little at night and experienced urgency. This change came suddenly. The patient went in to get dilated by her hcp (healthcare provider) last week because she developed scar tissue on her urethra, but that didn't help her symptoms. The patient could usually make it to the bathroom, but sometimes she was doubled over with her legs squeezed together. If additional information is received, a follow up report will be sent.

Manufacturer narrative:
Concomitant medical products: product ID 3889-28, lot# va06tas, implanted: (B)(6) 2013, product type: lead; product ID 3037, serial# (B)(4), product type: programmer, patient. (B)(4).